Event description:
It was reported that the user announced meals as corrections, including entering a larger-than-actual dinner for a salad and then announcing another meal about an hour later to obtain additional insulin as a correction, and troubleshooting and education were completed with no alerts or alarms reported. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation included user counseling on proper meal announcement practices and correction strategies within the device workflow. Investigation of this case revealed use error related to incorrect meal entries and use of meal announcements for correction rather than appropriate correction methods, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error due to improper operation.